Manufacturer narrative:
The user reported that they were initially unable to link sensor and then they had no sensor detected alerts. The RMA was authorized for the return of sensor due to suspicions of the sensor potentially being inserted too deep. However, at the time of closure of this complaint the sensor was not returned but the transmitter and charging components (cable, cradle and adapter) were received. No issues were found with the charging components. The investigation on the returned transmitter found that transmitter circuit board has unwelded heat stakes, allowing for poor contact with the antenna pins on the bottom side of the transmitter. The unwelded heat stakes on the circuit board cannot hold the board tightly and as a result, the transmitter may potentially not detect the sensor signal reliably. B4. Date of this report: 24 january 2025. G3. Date received by the manufacturer? 24 january 2025. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2024, senseonics was made aware of an incident where user was unable to pair the transmitter with the sensor and received a no sessor detected alert which led to early-to-early sensor removal.the sensor might have been inserted deeper than usual.